Event description:
Uncomfortable on and off swelling around synvisc treated knee. Initial information was received in 2007 from pharmacist. The patient, unspecified age, has a medical history of osteoarthritis, experienced knee swelling after receiving synvisc. The patient received a series of synvisc injections in unspecified knee in the same month. She experienced uncomfortable on-and-off swelling around her synvisc treated knee throughout her therapy. She does not have a history of knee swelling prior to receiving synvisc. The patient's physician gave her prednisone, which made her sick. In addition to receiving prednisone, the patient "tried ice for her knee." At the time of this report. The outcome of the patient was not yet recovered. No further information provided. Additional information received on 29-oct-2007 from hcp. No further information provided. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Ice; prednisone.